Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values which occurred the day after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 62 mg/dl and the bg meter was reading 39 mg/dl. The patient was ¿very incoherent¿, and his legs were cramping. The patient self-treated by drinking cranberry juice. The patient was in good condition at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.